Manufacturer narrative:
Product code: determined by product family. PMA/510(k) #: determined by product family. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported fluid was leaking from a cracked hub where the tube extension meets on a 5fr x 3 lumen central venous catheter (cvc). The patient required an additional procedure to reinsert a new central line. Additional information regarding the patient and event are not available. This medwatch report is associated with medwatch 1820334-2018-01212 and 1820334-2018-01213.

Manufacturer narrative:
Additional information: b5-additional information received from company representative which clarified that the fitting connected to 5fr is a lure lock needless end cap, which is still attached to the catheter that will be returned. There was no more force exerted than is typically required to insert the catheter and to attach the end cap. No recent changes to their cvc insertion protocol have been made since these problems have begun. Additionally, device information was received and the gpn was determined to be g26945 based on measurements taken during the device evaluation. There is no lot number available. The device was placed (B)(6) 2017. Cracked (B)(6) 2017. D1- device name: triple lumen polyurethane central venous catheter tray, d2-dqy, d4-rpn#: c-utlmy-501j-rsc-cct, g5-PMA/510(k) #:preamendment. Corrected data: b3-date of event: (B)(6) 2018, d6-implant date: (B)(6) 2017, explant date: (B)(6) 2018. Investigation - evaluation; a review of the drawings, instructions for use (IFU), quality control, and visual inspection/dimensional verification/functional test of the returned device was conducted during the investigation. One triple lumen 5fr central venous catheter set was returned in a damaged and used condition. Excessive bio-matter was present on the device. A 1cm crack was visible on the #2 hub from the proximal edge down to the wing. The od of the blue extension tubing measured within manufacturing specification. A leak test was performed by clamping the distal end of the tubing with hemostats and injecting room temperature water through the failed lumen with a syringe. The test confirms a leak on the #2 hub. However, because the catheter was in place 5 weeks before the failure was noted, it is unlikely that the hub did not meet manufacturing specification before shipment from the facility. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. IFU states: catheter should not be used for long-term indwelling applications. If lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately.. Based on the information provided and the results of our investigation, a definitive root cause cannot be determined at this time, however appropriate measures have been initiated to address this failure mode. We have notified the appropriate personnel and will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred

Event description:
A sus voluntary report, mw5080167, was received on 25oct2018 and reconciled with this case. The investigation submitted on 27jun2018 remains unchanged.